Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the valve infold, the valve was withdrawn from the patient and replaced. A procedure delay of less than 15 minutes occurred due to the infold. Per the physician, the patient's bicuspid valve contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011800059); product type: compression loading system (cls)  section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0011995332); product type: delivery catheter system (dcs)  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first attempt to deploy the valve, the valve dislodged and was tilted. The valve was recaptured. During the recapture, the valve infolded. During the second deployment attempt, the valve opened with a severe infold. The valve and delivery catheter system (dcs) were replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received fully submerged in cloudy 0.2% glutaraldehyde solution in a heart valve return kit jar. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the outflow and inflow aspects exhibiting an elliptical appearance. As received, all leaflets were partially closed with a gap between the leaflets. All leaflets were stiff, dry, and exhibited signs of severe creases, frame imprints and tissue thinning. These conditions may possibly be associated with the valve being crimped inside the dcs for an unknown duration of time. All commissures were intact. Remnants of host tissue (coagulated blood) were found on the outflow frame. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in the loaded state inside the dcs for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation was not performed. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with an infold. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.